Event description:
It was reported that an event recorded by the implantable loop recorder (ilr) showed symptom with low amplitude r waves. It was noted areas on tracing with oversensing of r waves. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).